Event description:
The account alleged, the stretcher would move in reverse when they tried to push the stretcher forward while using intellidrive function. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.